Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet 2 was chosen for implant with a 14f amplatzer amulet delivery sheath. During procedure, it was noted there was difficulty while attempting to cross the septum to the left atrium. The 14f amplatzer amulet delivery sheath was removed from patient anatomy and the sheath tip was bifurcated and split. It was reported the delivery system did make contact with the guidewire before the split was noticed. A decision was made to replace the delivery sheath with a second new 14f amplatzer amulet delivery sheath to continue the procedure. After successful implant of the 25mm amplatzer amulet 2, the patient became "profusely hypotensive" after administration of protamine. Brief cardiopulmonary resuscitation (CPR) and norepinephrine was administered and patient responded well. It was reported there was a 10 minute delay in the procedure was not considered clinically significant. Patient was transferred to intensive care unit (ICU) for monitoring.

Event description:
N/a.

Manufacturer narrative:
Upon further review, it was determined that the reported event did not meet the criteria for MDR reporting under 21 cfr 803. Amulet 2 is currently part of an FDA-approved investigational device exemption (ide) trial and is not considered same or similar to the amplatzer amulet device. Due to design modifications, the FDA has requested additional pre-market clinical data to ensure these changes do not significantly impact the device¿s safety, effectiveness, or indications for use. As such, amulet 2 is not deemed as same/similar and does not meet the criteria for MDR reporting at this time.